Manufacturer narrative:
Product event summary: the proximal segment lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The lead was returned to the manufacturer and, subsequently, tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.